Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported a waveone gold reciprocating file primary broke during use. The broken part was not retrieved and instead the broken piece was incorporated into the filling.

Manufacturer narrative:
Customer returned 1 broken and 2 files still in package. Visually checked broken file under the microscope and found 1mm broken off at the tip. The 2 unbroken files measured correctly at 25mm and no manufacturing defects on any of the files returned. Files measured met specification. Root cause of breakage is unknown. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.